Manufacturer narrative:
The other relevant components include: product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump with an unknown indication for use. The pump contained an unknown brand of baclofen with an unknown concentration and dose. It was reported one of the representative¿s doctors reported to him that an hcp made a programming error. As a result, the patient was showing symptoms of overdose. The representative stated he would review that with the hcp and also reach out to the local representative for assistance. No other details were known at the time of the call because the representative had to call the hcp back with guidance. No further patient complications were reported.